Event description:
It was reported that during a cholecystectomy procedure, when the device was fired scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.